Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that "roughly" twenty-four (24) clearlink continu-flo solution set could not be primed. It was further specified that the product was kinked and the tubing was almost stretched or pinched through the tubing. There was no patient involvement. No additional information is available.